Manufacturer narrative:
(B)(4). Device evaluated by MFR.: the device was not returned for analysis. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in a moderately tortuous and moderately calcified coronary artery. A 2.50mmx15mm emerge balloon catheter was advanced for dilatation. However, during the first inflation at 3 atmospheres for 5 seconds, the balloon ruptured. The procedure was completed with a 2.5x15mm non-bsc balloon catheter. No patient complications nor injuries were reported.